Event description:
It was reported that during reprocessing, the tips of a thoracic grasper instrument were not opening because of a possible broken wire. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. Visual inspection shows no broken or loose cables at the distal end. The instrument was placed on a is3000 system and driven. Recognition and engagement passed. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Functional performance testing did not find any issues. Additional observation not reported by site was tube damage. Black tube insulation was damaged at the distal end. Insulation was gouged on one side and had a .050 diameter piece missing roughly .940 above the instruments snake wrist. The distal end of the tube also exhibited various scratch marks with no material removal. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; gouged insulation missing , found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.